Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the keyboard was replaced due to the site spilling liquid on the keys and normal functionality had been intermittent . The imaging system then passed the system checkout and was found to be fully functional. The keyboard was returned to the manufacturer for analysis. Analysis found that the reported issue was unable to be confirmed. The keyboard was tested by using keyboard tester.com test application online. Functional tests passed. All keys on the keyboard, mouse and the mouse pad functioned correctly. Visual inspection shows large scratch at bottom of keyboard. Analysis found that the reported event was related to physical damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that some liquid was spilled on the keyboard and ever since, some of the keys were not responding correctly and may need replacing. There was no patient present when this issue was identified.